Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23mg/dl. Low bg cause was not known. Customer had assistance from emergency medical services who provided carbohydrates and unknown medicine to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.